Event description:
It was reported that a patient presented remotely. Upon examination of the transmission, the patient's right ventricular (rv) lead was found to have exhibited under-sensing and over-sensing, resulting in false high ventricular rate episodes. No intervention was reported. The patient was stable throughout.